Event description:
It was reported by service report that the scale was inaccurate and nurse call could not be used by the pt due to damaged siderails pc boards. No pt involvement or adverse consequences are reported.